Event description:
Per the clinic, device was electively explanted (reason for explantation unknown) on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on november 5, 2021.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 08 2021.